Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse educator that, "norepinephrine channel stopped working. Blood pressure decreased to 60¿s systolic. The norepinephrine was titrated up to resolve the blood pressure changes." This was reported to bd representatives during their site visit. No further information has been provided. Per report, the devices had not been recovered for testing and inspection.